Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that they are having difficulty using the guide wire during implant, the catheter had low flow after using for the second time, and the catheter was obstructed